Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that coroner's office call was received, that indicated the that the patient had perished in a car accident. A device interrogation was requested by the coroner to determine if patient experienced any arrhythmia at time of the car crash. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.